Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse confirmed that the camera head could not focus. The fse replaced the camera head to resolve the reported issue. The fse reviewed the system log and found no related error. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the camera head for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the site's complaint history identified no other complaints for this product. The device information cannot be verified through the system log review as there are no logs available for si camera heads. The logs were reviewed/analyzed as part of the fse's investigation. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to open surgery. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the customer called in to report that they had a hard time focusing the camera. The customer also reported that they could not focus the camera from the vision side cart (vsc) touchscreen and camera head. There was no reported injury. On 30-mar-2022, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the customer was made aware of the system issue prior to the procedure. The system initially powered on with no obvious error code. The site performed two da vinci-assisted surgical procedures on (B)(6) 2022. This reported procedure was converted to open surgery. The other procedure was completed successfully with the same da vinci surgical system. On 07-apr-2022, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the procedure conversion was completed successfully with no patient harm, injury or adverse outcome. There were no post-operative complications. A video recording of the procedure is not available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Evaluation was performed on the camera head involved in this event. The customer reported complaint was confirmed. Mechanical shock resulted in damaged stage assembly and housing components. The camera was out of alignment and needed adjustment. Additionally, the light cable was damaged and needed replacement. The root cause was found to be mishandling/misuse.